Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-130mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 87mg/dl and 38mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about these two results of 293 mg/dl on (B)(6) 2015 at 4:32 pm and 165 mg/dl on (B)(6) 2015 at 1:03 pm. The customer has not changed the date or time (wrong date/time).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-130mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 87mg/dl and 38mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about these two results of 293 mg/dl on (B)(6) 2015 at 4:32 pm and 165 mg/dl on (B)(6) 2015 at 1:03 pm. The customer has not changed the date or time (wrong date/time).